Event description:
It was reported to philips that the system's footswitch was unable to switch between exposure and fluoroscopy, which can impact imaging. The system was in clinical use at the time of the event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. Philips authorized service provider (asp) confirmed that wireless footswitch was unable to change recording channel. Upon troubleshooting, it is identified that wireless footswitch was faulty. To resolve the issue wireless footswitch was replaced by authorized service provider and return the part for further analysis and there is a malfunctioning button, joystick, handle, and switch. After replacement of wireless footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.